Event description:
It was reported that tip break occurred. An angiojet avx was used for thrombectomy procedure. During the procedure, the catheter was being inserted across the clot and it was noted that the tip was split. The catheter was removed intact and the procedure was completed with a different device. No patient complications were reported. The device was disposed.